Event description:
A manufacturing representative reported that they suspected the implantable neurostimulator (ins) prematurely depleted. The insdep leted in two years. The cause of the event was unknown. The ins was programmed to an average of 3v, 50 hz, and 240 usec with active electrodes of two and four. Cycling was used and programmed to 0.1 sec on and 0.1 sec off. The impedance reading on (B)(6) 2011 with 0 <(>&<)>3 and 1<(>&<)>3 were ???. The impedance reading on (B)(6) 2014 with 0<(>&<)>3 were >4,000. The impedance reading on (B)(6) 2015 with 0<(>&<)>3 were ???. The ins was implanted and out of service. No surgical intervention was taken and it was unknown if any actions or interventions were planned. The device will be replaced in the future. The issue was not resolved at the time of this report. The patient was alive with no injury. The rep reported almost two weeks later that it was unknown if the patient experienced any symptoms. The patient was waiting to get re-implanted.